Manufacturer narrative:
\The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high, out of range, high impedance and loss of capture was noted on the rv lead due to perforation post initial implant procedure. Patient notified alerts for high, out of range, high pacing impedance and low rv sensing was noted. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.